Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. The timing and cause of this damage cannot be determined. The end of the cannula became detached and lodged in the environmental seal during removal of the housing and before fluid path testing. As a result of this damage, a fluid path test could not be completed. Download data showed no timeouts or drive stalls and no alarms were generated. No other damages or defects were observed during the investigation.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. No treatment information was provided. Patient previously reported they were not sure pod was delivering insulin. Upon investigation, the cannula was found to be torn.